Event description:
During the procedure when the 3rd coil, matrix ultrasoft-sr coil, was being deployed the physician decided to retract it and 1/3 of the coil remained in the aneurysm. No movement of the coil was noticed when it was being advanced or retracted. The coil had detached from the pusher wire. The physician was able to retrieve the coil with the assistance of a 20ml syringe at the end of the microcatheter and retracting the microcatheter. No medical sequelae was reported with the patient.